Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Although the device was not returned to olympus for inspection, an olympus field service engineer (fse) was dispatched to the customer site. Based on the results of the investigation, the device malfunction was confirmed during evaluation and the cause of the broken connector was traced to component failure. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Event description:
It was reported the reprocessor connector had fallen off. The issue occurred during reprocessing. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.